Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that three of 900rd101 gasinlet adapter's end were melted. There was no patient consequence.

Manufacturer narrative:
(B)(6). Section g4: no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. The complaint 900rd101 gas inlet adapters are currently en route to fisher and paykel healthcare (f&p) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that three of 900rd101 gasinlet adapter's end were melted. There was no patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received. Section g4: no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the complaint 900rd101 gas inlet adapters were received at fisher & paykel healthcare (f&p) new zealand, where they were visually inspected. Results: visual inspection of the complaint 900rd101 gas inlet adapters confirmed that the tip of the gas inlet adapter to be deformed. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely caused by using of inappropriate cleaning agent. The neopuff technical manual states the following under "cleaning" section: -clean all plastic surfaces with detergent-based solution (maximum 2% in water) ensuring the manufacturer's directions for use of the cleaning agent are followed. -caution: ensure no part of the f&p neopuff infant resuscitator or related accessories is immersed in any cleaning liquid or cleaning solution. -caution: do not use abrasive cleaning solution -caution: ensure f&p neopuff infant resuscitator and accessories are checked before returning the infant resuscitator to service.